Manufacturer narrative:
The reported event of over and under sensing was confirmed in the device image, however no device anomalies were found as the events were due to diminished r wave amplitudes. Interrogation of the device revealed the device was above the elective replacement indicator when received. Pacing, sensing, impedance, hv output, and the patient notifier were tested and no anomaly was detected. The cause of the event was diminished r wave amplitudes.

Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported there were multiple oversensing and undersensing episodes noted on the device. The patient expired after an episode of ventricular tachycardia or ventricular fibrillation. Further information has been requested but not yet received.